Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Rv lead insulation damage was suspected but was not confirmed. The device was reprogrammed to resolve the event and the patient was in stable condition.

Event description:
Additional information received indicated the right ventricular lead was explanted and replaced to resolve the event. The patient was in stable condition.